Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. During the device analysis an air pocket was observed within the valve to shell bond area. It is out of specification per qa199.06 and identified as a workmanship. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with void in valve for saline breast implants will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Health professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and one opening(linear) on the anterior. Leak test and microscopic analysis was performed which identified: one opening(sharp) on the anterior and an air pocket was observed within the valve to shell bond area, out of specification. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is one sharp opening on the anterior due to an unidentified(tear) opening, and an air pocket within the valve to shell bond area that did not cause the deflation because the air pocket is within a sealed (vulcanized) area and it does not allow any leakage.

Event description:
Device was explanted.